Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 10/19/2015 with the following findings:the keypad was found to be peeling and punctured. Evaluation revealed all keypad buttons were appropriately responsive. There was evidence of keypad contamination found under all key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed keypad button contact contamination under all contacts. This report is made based on results of the investigation performed on 10/19/2015.